Event description:
It was reported that the patient experienced cardiac ectopy. It was also reported that one day post implant, an x-ray revealed that the right ventricular (rv) lead dislodged. Additionally, the rv lead and right atrial (ra) lead were exhibiting high thresholds. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2013; 399945 pain stim lead, (B)(6) 2007; 3776-60 pain stim lead, (B)(6) 2007; 37713 pain stim ipg, (B)(6) 2007; 3708220 neuro extension, (B)(6) 2007; 8709 catheter, (B)(6) 2012; 8637-20 neuro pump, (B)(6) 2012; 37742 neuro programmer. (B)(4).